Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they stopped charging their implant about a year ago because it felt like it was shocking them back in 2022. Patient stated that if they move the wrong way or move too quickly etc, the implant will shock them and it will go deep into their hip like it's hitting the bone and it hurts. The patient also reported that the implant shocks them when they stand up. The patient was directed to continue to work with their healthcare provider to further address the issue. The patient has an MRI on (B)(6). Additional information was received from the manufacturer representative (rep). Rep reported the rep who was covering the patient (pt) has retired. Per last note from 1/23, it says pt programmed because pt says ins doesn't help, pt had unrelated pain that they wants to cover. Pt educated about the pain the device was implanted for. No device/shocking issues noted in any of the notes. There was another post op note that says impedance normal, patient programmed and satisfied.